Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5534 lead, implanted (B)(6) 1997. (B)(4).

Event description:
It was reported that there was a lead warning on the right ventricular lead for low impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.